Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was broken. A 8/24 flexima¿ was selected for use. During preparation, upon opening of the package, it was noted that the ureteric stent was fragmented and could not be used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.